Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(4) 2005 and tvt-o was implanted. It was reported that the patient underwent excision of mesh on (B)(6) 2020 due to urinary incontinence. No additional information was provided.